Manufacturer narrative:
H3: analysis results were unavailable at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient fell and they were feeling a shocking sensation at the battery site. Before, patient felt stimulation vaginally at around 1.7-1.8 ma. Now, patient can't get past 0.2 ma without it being strong in discomfort and extremely painful at the pocket site. Patient has lowered stimulation level and it was still shocking. An x-ray was done and it didn't look like the lead had migrated deep or pulled back. Representative (rep) said impedances were normal, in the "green". Technical services(ts) reviewed fluid short with rep, at the pocket site. Reviewed with rep that surgical intervention was likely needed to address this matter. Discussed revision process. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.